Event description:
About a year after having mcghan implants saline 420cc implants 2005, my health drastically declined. I started having vertigo, horrible migraines, major anxiety, hair started to fall out, joint pain, muscle weakness, heart palpitations, brain fog. I was sensitive to light, I was always getting sick and was suicidal at one point. After going to 6 different drs, one diagnosed me with hypothyroidism and gave me some pills. I was not getting better. I did a ton of research and decided to go to a functional dr in 2009. He did a large blood panel. He then diagnosed me with hashimoto's disease and talked about different med and lifestyle changes, he also mentioned that my breast implants could be the cause of the autoimmunity attack on my body. I was a bit upset with him. I mean the surgeon said they were totally safe and I ignored my dr's comment. The dr sent me to an endocrinologist as well to more blood panels and tests. He found my gad65 levels were high, which meant my body was attacking my pancreas and I will be a type 1 diabetic. My joint pain got worse and my limbs were going numb. I was in extreme pain, I went to specialist who diagnosed me with rheumatoid arthritis. I have suffered years and years, pregnancy was very painful on my joints and immune system, I was still suffering. One month ago, my dr ran an ana panel and my anti-cardiolipin is positive, so I have lupus too. Recently my breast started to hurt bad, it was painful to cuddle my children. I went to a family practitioner, she did an exam and didn't have any suggestion. After much research and linking implants to my declining health problems, I called plastic surgeon, made a consultation, he told me I had capsules contracture. I then had my implants removed. The surgeon that removed them raid the surgeon that put the implants in over filled them by 20cc. I have noticed major improvements in my body and immune system since getting my implants removed. I feel like removing my implants gave me my life back. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).